Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in back up vvi mode. Due to low battery status troubleshooting was not attempted. The device was explanted and replaced successfully.